Event description:
It was reported that the healthcare provider contacted boston scientific technical services (ts) regarding beeping tones from the implantable device. Ts reviewed device data and it was discussed that the beeping occurred due to high, out-of-range shock impedance measurements (>125 ohms) from the right ventricular (rv) lead. Thorough provocative maneuvers and isometric testing were recommended to evaluate the rv lead integrity. Subsequently, ts was contacted again by the sales representative where it was discussed that the recommended testing has been performed, and a constant shock impedance measurement of 170 ohms was observed. There were also no noisy signals present nor changes in the rv pacing impedance measurements. It was indicated that the device is nearing normal end-of-life and would likely be replaced soon. Ts additionally recommended performing a commanded 1.1j shock to further confirm system integrity. At this time, the system remains implanted and no adverse patient effects were reported. The patient is originally from the united states, where this system was implanted. Information has been requested regarding the event resolution, but a response has not yet been received.

Event description:
It was reported that the healthcare provider contacted boston scientific technical services (ts) regarding beeping tones from the implantable device. Ts reviewed device data and it was discussed that the beeping occurred due to high, out-of-range shock impedance measurements (>125 ohms) from the right ventricular (rv) lead. Thorough provocative maneuvers and isometric testing were recommended to evaluate the rv lead integrity. Subsequently, ts was contacted again by the sales representative where it was discussed that the recommended testing has been performed, and a constant shock impedance measurement of 170 ohms was observed. There were also no noisy signals present nor changes in the rv pacing impedance measurements. It was indicated that the device is nearing normal end-of-life and would likely be replaced soon. Ts additionally recommended performing a commanded 1.1j shock to further confirm system integrity. The patient is originally from the united states, where this system was implanted. It was stated the physician elected to surgically explant and replace the device with a non-boston scientific product. Once the new device was implanted, a commanded shock test which gave an out-of-range measurement of 145 ohms. However, the physician elected to not change the rv lead. The patient was stable with no additional adverse effects.